Manufacturer narrative:
Follow-up #1: date of submission 03/10/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/01/2016 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment was cracked at the threads. Unrelated to the complaint, investigation revealed that the returned battery cap had stripped threads; a test cap used for testing. Also unrelated to the complaint, investigation revealed that the audio bolus button was torn. The audio bolus button responded appropriately during testing. In addition, there was damage to the pump case observed near the upper right corner between the display lens and the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.